Event description:
It was reported that one intravascular administration set was observed with a leak due to a hole in the tubing. This event was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial visual inspection confirmed the reported condition. A cut in the tubing was identified. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this event could not be determined. Should additional information become available, a supplemental report will be submitted.